Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient had a jolting sensation and felt stimulation. The patient had toe flexing on the right foot and stimulation seemed a bit higher around the right butt cheek. There were no trauma or falls that could be related to the issue. The patient decreased the setting down to 0.6v and it still occurred and it seemed to be worse when they were sitting. The patient turned stimulation off and the jolting stopped. The patient called the health care provider's (hcp's) office and they were in the process of closing. The patient would call them again tomorrow morning for the manufacturer representative¿s contact information to schedule a device check. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.